Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device. On (B)(6) 2024, the patient experienced a skin reaction with redness, pimples and infection underneath sensor pod area only, which occurred an unspecified day after the sensor had been inserted in the thigh. When sensor was removed she notice the infection and immediately went to the hospital. There the doctor prescribed and oral antibiotic penicillin (3 times a day every 8 hours). After 1 week of medication the skin reaction was healed. At the time of the report the patient was okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.